Manufacturer narrative:
The investigation for the kinked catheter has been completed. The device was not returned for evaluation. However, the clinical report has sufficient details to determine the root cause of the reported event. The root cause of the delivery issues is patient's underlying native condition, due to the severe calcification of the innominate artery. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 71 yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that due to anatomy, the catheter kinked and they were unable to advance. A new pump was used. There was no patient harm reported.